Event description:
Progression of disease was reported for pt with a unicondylar knee implant. Revision surgery occurred.

Manufacturer narrative:
Progression of disease was reported for pt with a unicondylar knee implant. Revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification.